Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with android operating system version 2.10.104040. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "feeling very hot and sweaty". Customer was unable to self-treat and required third-party administration of juice and glucose from their husband. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s7 phone, os version 8, app version 2.10.1.10406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "feeling very hot and sweaty". Customer was unable to self-treat and required third-party administration of juice and glucose from their husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the freestyle librelink application that would have led to the complaint. The customer reported missing alarms when using the freestyle librelink application. Successfully scanned and received glucose readings and alarm notification using a similar configuration and unable to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.